Event description:
A daughter reported that her mother experienced an ocular chemical burn, irritation, tearing, and ocular pain after using cleaning and soaking solution of hard lenses on her gas permeable lenses. They felt that the labeling was not clear regarding its use with hard lenses only. In followup with the ophthalmologist's office, the diagnosis of chemical burns was confirmed, with corneal edema and staining noted. Pt was treated with tobradex and ocufen and has recovered. The attending physician's office stated that the event was probably related to the use of the product, and medical treatment given was to preclude permanent injury.